Event description:
It was reported that the procedure was to treat a mildly calcified left circumflex artery that is 90% stenosed. The 3.0x15mm nc trek balloon dilatation catheter (bdc) ruptured during second inflation at 18 atmospheres. Another unspecified balloon was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported difficulty advancing the device could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.h6: medical problem device code 1546 removed.

Event description:
Subsequent to the initial report being filed, the account confirmed no balloon rupture occurred. The 3.0x15mm nc trek balloon dilatation catheter (bdc) met resistance during advancement with the unspecified guide catheter and had difficulties crossing. No additional information was provided.